Event description:
Same case as : 2134265-2014-04489 and 2134265-2014-04488. It was reported that automatic pullback failure occurred. The ilab motor drive unit was used in conjunction with a bsc coronary catheter intended to visualize the unspecified lesion. During procedure, automatic pullback did not work. The procedure was completed with the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the unit was received in good condition with no visible damage or defects observed. The unit meets specifications for motordrive unit -5 qc functional test. The unit successfully underwent a continuous burn-in for overnight. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as : 2134265-2014-04489 and 2134265-2014-04488. It was reported that automatic pullback failure occurred. The ilab motor drive unit was used in conjunction with a bsc coronary catheter intended to visualize the unspecified lesion. During procedure, automatic pullback did not work. The procedure was completed with the same device. No patient complications were reported.